Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, which resulted in low sensing and increased capture thresholds. This was confirmed with x-rya imaging. The lead was surgically explanted on (B)(6) 2025 and a new lead was implanted. This lead dislodged as result of a lead slack issue, and this resulted in low r wave sensing. This lead was explanted on (B)(6) 2025 and a new lead was implanted without issue. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were dislodgement, lead slack issue, and r-wave amplitude. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. Ater cleaning the blood/tissue from the helix, the helix could be extended and retracted, the helix extension was measured within specifications. The reported event r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.